Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 4mm by 2mm amplatzer piccolo occluder was implanted in a 6 week, 1.6kg patient with the following patent ductus arteriosus (pda) dimensions: minimal diameter 1.7 mm, length of 9 mm, and diameter at aortic ampulla of 2.5 mm. It was reported that on (B)(6) 2023, that the device embolized into the pulmonary artery. The device was explanted without incidence. The patient remained stable throughout the explant procedure. The patient is reported to be recovering. No additional information was provided.

Manufacturer narrative:
An event of embolization of the 4/2mm piccolo occluder was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the physician believed that the reported event could have been caused by significant systemic hypertension. However, a review of the ductal measurements as reported from the field was performed. Per the sizing table in the instructions for use, the recommended size devices for patients <2kg the appropriate sized occluder for the defect would have been a 3/2mm occluder. Based on the information received, the cause of the reported incident could potentially be related to the mis-sizing of the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the physician used a 4mm by 2mm piccolo instead of the recommended 3mm by 2mm piccolo because it was believed it would better fir the anatomy of the patient. It was reported that on (B)(6) 2023, that the device migrated in the pulmonary artery. It is believed this migration was due to significant systemic hypertension. The device was explanted via transcatheter snare without incidence, and the pda spontaneously closed without further intervention. The patient remained stable throughout the explant procedure. The patient is reported to be recovering. Patient weight updated to 1.3 kg. No additional information was provided.